Event description:
It was reported that plate 7h11 agar deep fill japan 20 ea had biological contamination in ten (10) agar plates. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: material 252119 batch 4045375. Upon checking the returned product, contamination was confirmed. No problems were found in the manufacturing records or stored samples. Since a trend for contamination from the same lot was observed, a corrective and preventive action (CAPA) was initiated. The lot in question will continue to be monitored.

Manufacturer narrative:
The manufacturing location for this product is japan, fukushima. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in sparks, md has been listed in sections d.3. And g.1. And the sparks FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plate 7h11 agar deep fill japan 20 ea had biological contamination in ten (10) agar plates. There was no health impact or consequence reported.